Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer changed the basal rating settings from 0.971u to 1u. Subsequently, the customer's blood glucose decreased to 51-52 mg/dl which was addressed with the customer consuming food and juice. Reportedly, the customer adjusted the settings appropriately.